Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient's post operative complications cannot be determined at this time. As stated in the warnings section of the instructions-for-use, "careful attention is required if fixating the mesh in the presence of nerves and vessels." Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016 - the patient underwent right inguinal hernia repair and a large bard/davol 3dmax, was implanted in the patient during this repair. On (B)(6) 2016 - the patient was diagnosed with disorder of the male genital organs and underwent an ilioinguinal nerve block. During the procedure, the surgeon noted the pain was ¿likely the result of the mesh/hernia repair through scarring or nerve entrapment...¿ ni/ni/ni - the 3dmax caused serious injury which necessitated additional invasive surgery to remove his right testicle. As alleged, the 3dmax implanted in the patient failed to reasonably perform as intended, and had to be surgically removed necessitating further invasive surgery to repair the very issue that the product was intended to repair, and thus provided no benefit to the patient. The patient's attorney further alleges that the 3dmax implanted in the patient was defective and that the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment.